Event description:
Covidien feeding tubes with iris technology: we are having problems with feeding tubes breaking and clogging, requiring multiple feeding tube reinsertions. I've personally seen patients needing as many as six feeding tubes due to high rate of failure. These tubes are splitting at the bifurcation of the feeding and medication ports, the enfit connections are fracturing and in some cases simply falling off (adhesive failure) and these tubes have a high rate of clogging. These are not practice issues - we had utilized a previous feeding tube without problems. FDA safety report ID # (B)(4).